Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 30g 8mm hub separated. The following information was provided by the initial reporter : the distributor reported that when the protective cap is removed from the syringe the attached needle is also removed. This issue was identified on (B)(6) 2021.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-24. H6: investigation summary: customer returned (4) loose 3/10cc, 8mm, 30g syringes with the shelf carton from lot # 0090628. Customer states that when the protective cap is removed from the syringe, the attached needle is also removed. All returned syringes were examined and 3 out of 4 samples exhibited the hub-needle/shield assembly separated from the barrel. No defects were observed on the remaining sample. A review of the device history record was completed for batch# 0090628. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure ub-needle/shield assembly separated from the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 1 syringe 0.3ml 30g 8mm hub separated. The following information was provided by the initial reporter : the distributor reported that when the protective cap is removed from the syringe the attached needle is also removed. This issue was identified on (B)(6) 2021.